Event description:
The following was reported: "tubing snapped at stopck and syring location."

Manufacturer narrative:
Device evaluation: customer report was confirmed. Rec'd (1) single dpt - vamp plus kit in open package. Kit appeared not used. Tubing was completely broken from solvent bond joint with the vamp reservoir stopcock. Rough surfaces were observed at broken tubing ends. Bonding solvent completely filled up the area between tubing and vamp reservoir tube housing. Bonding solvent was also evident at non-bonded surface of the tubing. (B) (4)